Event description:
It was reported that the customer experienced high blood glucose. Customer's stated that the belt clip on the insulin pump broke. Customer's blood glucose was 400 plus mg/dl. Customer stated that she is taking antibiotics because of bronchitis. The customer was advised the belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.